Event description:
It was reported by the plaintiff's attorney the "on or about (B)(6) 2007, an ams monarc was implanted in the plaintiff to treat her pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff has "suffered serious bodily injuries" and "extreme pain, erosion of internal bodily tissue, dyspareunia, additional surgery and other injuries." The plaintiff's attorney also alleges that the plaintiff "experienced significant mental and physical pain and suffering" and "required additional surgery and medical treatment and has sustained permanent injury" and "some permanent disability" as well as other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.